Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot#: (B)(4), ubd: 27-mar-2016, UDI#: (B)(4). Product ID: 3777-75, serial/lot#: (B)(4), ubd: 13-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient had never experienced therapeutic effect. The patient stated that since their new implant on friday they had been having ¿pain in their left leg into their foot and it was like they had never got it programmed because they don¿t feel anything¿. The patient explained that the pain in their left leg into their foot ¿was like electrical pulses shooting through their foot, but it was not from the stimulator¿. They explained that this was the feeling they got when the stimulator wasn¿t on, they stated that it was how their nerve damage made them feel like and the stimulator was supposed to help that, but it was not. The patient stated that they told a manufacturer representative (rep) about this on saturday (B)(6) 2019, and then again on sunday and the reps said maybe it was just the swelling, but the patient stated they called the reps again and were told that someone would call them back but they haven¿t. The patient then stated that they were ¿not feeling anything down in their leg¿ and if they turned stimulation up, they just ¿feel it right in the center of their back, but they need it for their left leg¿. They indicated that they had a pain pump that handles the pain in their back and did not have any allegations/problems with their pump therapy. A local rep was emailed on the behalf of the patient. The rep replied stating that they spoke with the patient yesterday (B)(6) 2019 and informed them that they would hear from someone today as they were away at training. The rep stated that they would check with their partner to check the status. The issues had been occurring since implant on (B)(6) 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from the patient via manufacturer's representative. It was reported that the patient attempted to turn on stim at settings from old device and she did not feel stimulation in the correct places. Patient only felt stimulation in lower back and needed it in her legs. It was reported that when the patient had their battery replacement, the implanting physician spent some time digging in the pocket to release scar tissue from around the leads. The manufacturer's representative (rep) attempted on (B)(6) 2019 to reprogram without success. Stimulation was either in her right leg or her low back. Impedances were within in normal limits. Issue not resolved at this time. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) reporting that they met with the patient on (B)(6) 2019 and were unable to reprogram the patient to get coverage in their leg. It was reported that the physician ordered an x-ray and determined that the leads had migrated out of the epidural space. On (B)(6) 2019 the original leads were removed and replaced with a 5-6-5 lami lead. It was reported that the cause of the patient¿s lack of therapy/pain relief and stimulation being in the center of their back since implant rather than down their leg where they needed it was due to the leads migrating out of the epidural space. It was reported that these issues were resolved. After the lead revision occurred on (B)(6) 2019 the rep met with the patient on (B)(6) 2019 to turn the stimulator on and to do programming. The rep reported that they were able to get coverage into the patient¿s left foot and the patient was very happy with the results. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the leads migrating out of the epidural space was not determined. It was indicated that the leads would not be returned as the surgeon discarded them. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Correction on supplemental 001: date should have been 2019-04-25. If information is provided in the future, a supplemental report will be issued.